Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4093240. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked and air in line during aspiration. The following information was provided by the initial reporter: 20 ga IV catheter showed signs of leaking where the catheter tube meets the plastic hub. I was able to access the patient's vein great and when I began to test flush with saline, by hand, I noticed the leak. When I drew back on the saline flush you can see tiny air bubbles and actually hear the air in the line. I removed the IV and unfortunately had to start a new one. 22 nov any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse outcome other than patient had to be injected again. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-08-2024.